Event description:
Pt is status post multiple tmj surgeries, including bilateral morgan prosthesis in 4/94, with replacement of left morgan prosthesis in 8/96. Presented in 12/98 with severe anklylosis, fractured prosthesis; explantation of prosthesis on 2/4/99. Marked foreign body reaction around condylar prosthesis and erosion of bone. Presently without condyles, a "3-/d CT" performed. Will require custom fabricated bilateral tmj prosthesis. Surgeries: laparotomy, 1967. Laparotomy, 1968. Cervical laminectomy of cervical 5-6, 1971. Right breast resection, benign teratoma, 1976. Bilateral tmj menisectomy and implantation of vitek proplast-teflon "ipis", 1985. Open reduction, left ring finger, compound fracture; sepsis, 1987. Medial adjustable recession (4 mm) and lateral rectus resection (4 mm), right eye; injury to cranial nerves IV and vi (surgery did not correct diplopia), 1990. Laparoscopy, 1990. Sigmoidoscopy, colonoscopy; endoscopy with meckel's scan, 1990. Cataract, right eye; no intraocular lens, 1990. Osteotomy and osteophyte removal, left great toe, 1991. Excision of osteophytes, right great toe and right tibia; bone graft with "ss" screw, right great toe, 1991. Bilateral removal of vitek tmj implants; implantation of subclavian catheter (pathology report; giant-cell granulomas; foreign-body reaction to refractile material), 1992. Excision of "ss" screw, right great toe, 1992. Implantation of second subclavian catheter, 1992. Bilateral tmj arthroscopy, 1992. Bilateral tmj condylectomy and arthroplasty, with placement of silastic and titanium bone plates, glenoid fossae (pathology report; giant-cell granulomas; foreign-body reaction associated with refractile material), 1993. Double-portal endoscopy, right hand; carpal-tunnel release (nerves scarred by 9/10 1992 sepsis), 1993. Cataract, left eye; no intraocular lens, 1993. Bilaterial tmj arthroplasty to remove silastic implants and bony ankylosis; implantation of morgan total joint prostheses (pathology report; reactive fibrosis, giant cell granulomas; prominent foreign-body reaction; macrophages contained refractile material that did not show up under polarized light, typical of silicone), 1994. Excision of small tumors on neck and back (tissue was not sent ot pathology), 1995. Excision of granuloma, right index finger, proximal inter-phalangeal joint (pathology report: fibrosis and foreign-body giant-cell reaction--granulomata composed of multinucleated giant cells; upon polarization, foreign refractile material was found associated with giant cells), 1995. Excision of right cervical lymph node; lympha-denopathy (pathology report: node reactive, exhibiting follicular hyperplasia with sinus histiocytosis), 1995. Cystoscopy and fluoroscopic urodynamic studies; urinary incontinence with cystocele, 1996. Vaginal hysterectomy, anterior repair and pubo-vaginal sling: uterine prolapse and cystocele (pathology report: focal adenomyosis of myo-metrium), 1996. Removal and replacement of fractured morgan condyle prosthesis, left tmj; removal of osteophyte and reconstruction of left tmj (pathology report: fibrotic marrow with foamy macrophages, some containing refractile foreign material; trabecular bone with osteoclast giant-cell remodeling), 1996. Cystoscopy, 1997. Posterior repair, rectocele, 1997. Colonoscopy, 1997.